Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a ventricular episode that initially started with an arrhythmia in the vt-1 zone, which had no therapy programmed, and then the arrhythmia accelerated into the ventricular tachycardia (vt) zone. Four bursts of anti-tachycardia pacing (atp) were appropriately delivered, however, the fourth burst accelerated the intervals into the ventricular fibrillation (vf) zone. One electric shock was required to successfully convert the arrhythmia. It was mentioned that the measurements are satisfactory and the shock electrogram (egm) shows somewhat abnormal morphologies at times. The crt-d remains in service. No additional adverse patient effects were reported.